Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the tank was not opened. The fse opened the tank valve and tested it. The gauge read full. The fse then checked for leaks and found the iabp unit to be within factory specifications. The issue was determined to be due to operator error. The customer did not know that they needed to open the valve on a new helium tank after replacing it. No repair was needed. The fse verified that the unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that after replacing the helium tank of the cardiosave intra-aortic balloon pump (iabp), the helium gauge read empty. This event occurred during service/test performed by the customer. There was no patient involvement; thus no adverse event was reported.